Manufacturer narrative:
(B)(4). Device evaluated by MFR: the unit was not returned by the customer; therefore, no product analysis could be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
Same case as MFR ID: 2134265-2011-01607. It was reported that in preparation for a percutaneous transluminal rotational atherectomy angioplasty treatment procedure, a guide wire break occurred. The floppy rotawire guide wire was advanced to the lesion. The rotablator rotalink plus 1.5mm burr was being loaded on the floppy rotawire guide wire, however resistance was encountered. The proximal end of the guide wire was then noted to be fractured. The remainder of the guide wire was then removed from the patient without any reported difficulty, and the procedure was completed with another of the same devices. No patient complications were reported, and patient status is listed as good.